Event description:
Patient presented with increase in depression and noted that they can no longer feel stimulation. System diagnostics showed hli. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent full revision surgery. The explanted products have not been received by product analysis to date.

Event description:
Information received reporting that the patient's generator has reached end of service and the patient had recently experienced dizziness and fainting spells. The patient have alleged these events to be related to their device no longer working. A battery life calculation was performed which reveled 0 years remaining until reaching neos = yes. No known surgical intervention has occurred to date. No other relevant information has been received to date.